Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with clear surgical residue and moisture on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -05.50 diopter , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.